Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she received a low battery alarm she is unable to remove the battery cap. Customer stated that the battery indicator did not show any bars. Customer stated that she cannot scroll down from alarm history, it gets stuck. Customer mentioned that she wears the insulin pump in her bra sometimes. Blood glucose value is 105 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.